Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to post deep vein thrombosis (dvt). The patient alleges vena cava perforation and organ perforation. The patient further alleges vertebral body perforation, difficulty walking on right leg and pain. (B)(6) 2017, per a report from computed tomography; ¿findings: there is a celect type ivc filter in place in the inferior vena cava. The filter is tilted towards the right with respect to the long axis of the ivc by approximately 15 [degrees]. The upper end of the filter may contact the ivc wall and is located less than 1cm below the confluence of the right renal vein and ivc. Of the 4 larger metallic struts, the right posterior strut projects just beyond the outer ivc wall and may be embedded in the anterior inferior margin of the l3 vertebral body or l3-l4 disc. There is a thin area of surrounding sclerosis. The left-sided struts project up to 1.5cm beyond the ivc wall. The posterior strut is situated behind the abdominal aorta and also in close proximity to the anterior margin of l3 vertebral body. 2 of the smaller wires extend to the surface of the abdominal aorta. Ivc appears normal in caliber.¿

Manufacturer narrative:
H6 code(s): pain (1994). Investigation: the following allegations have been investigated: organ/vertebral body, limited mobility, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date the additional information regarding organ perforation/vertebral body does not change the previous investigation results for vena cava perforation. Unknown if the reported limited mobility and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter reporter occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: perforation, embedment, migration, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2013, [pt] was implanted with a cook celect vena cava filter. In (B)(6) 2017, [pt] underwent a computed tomography scan (¿CT scan¿) which revealed that [pt]¿s ivc filter had migrated since its implantation as several struts of the filter were now perforating through her ivc wall. The CT scan further revealed that the filter was also tilted and embedded in [pt]¿s vein wall." Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living."